Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient was feeling a pinching sensation when wearing her (B)(6) with the ins on. The patient also stated she was unable to turn the ins off when she was wearing her (B)(6). Although, the patient was able to turn the stim off when she was not wearing her (B)(6). No further patient complications are anticipated or expected as a result of this event.